Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge

Event description:
The customer reported she received an off no power alarm on the insulin pump. The customer's blood glucose was 426 mg/dl, which she treated with manual injection. Troubleshooting was performed. The customer stated the off no power alert occurred less than twenty-four hours after a low battery alert. The battery was not previously used and the battery cap was not loose., cracked or damaged, according to the customer. The customer changed out the battery and the insulin pump alarmed failed battery. She stated the contacts on the battery cap were neither missing nor damaged. No corrosion or damge were found on the battery compartment or spring. The customer was instructed to clean the battery cap contacts and securely fasten the battery in the insulin pump. The insulin pump did not alarm failed battery test. Nothing further was reported.